Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Upon review, it was noted that this lead has been gradually increasing in shock impedance for the last 2 years. Troubleshooting options were recommended. Currently, this product remains in service and no adverse patient effects were reported.